Event description:
Pump infusing continuous versed into central venous line. Pump stopped infusing and alarmed "motor not running". Pump would no longer work. Able to attach versed line into another port on another pump. Patient was not affected.======================manufacturer response for infusion pump, medfusion pump (per site reporter).======================motor not running was noted in alarm history. Problem could not be recreated during occlusion or flow tests. During inspection noted dbris from teflon washers. Washers and worn gear replaced as preventive measure. Pm preformed pump returned to service.